Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella.

Manufacturer narrative:
Summary of eval: the tibial and patellar components can not be evaluated for the reported wear as they have not been returned to co. The lot codes have not been supplied so that a review of the device history records for these components is not possible. Attempts to obtain the device and lot code info have been unsuccessful.